Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) historically exhibited high right ventricular (rv) pace impedance > 2000 ohms. The pocket was opened and a secure connection was confirmed. Impedance was tested with the pacing system analyzer and was within range. The leads were reconnected to the device header with the use of mineral oil and the pocket was closed. Additional information was received at a later date that a red alert was issued indicating pace impedance was again > 2000 ohms. Daily measurements had been out of range for an extended period of time but this was not noted as a clinician had inadvertently turned off remote monitoring in latitude. Thresholds had also risen in the rv. Technical services (ts) reviewed the electrograms in latitude. There were no episodes with noise present in the arrhythmia logbook. Ts discussed there could be a connection problem and suggested getting an x-ray of the connector block area. No adverse patient effects have been reported.

Manufacturer narrative:
A chest x-ray was performed but the results were not reported. The physician electively explanted the device as a header issue was suspected and this was the second time the pocket was opened for a recurring issue. Another boston scientific crt-d was successfully implanted. Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. A review of the memory log revealed that right atrial (ra) and left ventricular (lv) impedance measurements were normal while implanted. Rv impedance was normal after implant but quickly increased and remained high or out of range most of the time while implanted. Visual inspection of the header found marks in the header that would indicate that the rv lead was not fully inserted into the header. Marks left by all the other leads show that they were all fully inserted. Pin gauge testing was performed on the ra, rv, lv, defibrillation positive and defibrillation negative ports and all are within the design specification. An international standard-1/defibrillation-1 lead was inserted into each port (microscopic examination confirmed each lead was beyond the connector block) and the setscrews were tightened down. All leads were secure and could not be pulled out when tugged on. Rv impedance was verified to be normal. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, and recording functions of the device. The device performed normally throughout all tests. No further analysis was performed. Analysis concluded that the out of range impedance measurements observed was a result of the rv lead not completely inserted into the device header. The device was functioning normally. A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.